Event description:
According to the reporter, leakage was observed from the junction of extension tube and bifurcate during disconnection of patient after dialysis session. Faulty catheter was removed and replaced with a new product with similar model. It was stated that there was blood loss of 5 ml. No blood transfusion was required. Catheter was not repaired; betadine was used to clean the device. Tego was not utilized and there was no luer adapter issue. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the extension tube to be kinked, deformed, or have thin walls. Functionally, the catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. Air bubbles were present at the extension tube of the red luer adapter, and a small hole was observed. It was reported that there was a leak or hole on the extension tube. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This may occur when contact is made with a sharp surgical during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, leakage was observed from the junction of extension tube and bifurcate during disconnection of patient after dialysis session. Faulty catheter was removed and replaced with a new product with similar model. It was stated that there was blood loss of 5 ml. Catheter was not repaired, betadine was used to clean the device. Tego was not utilized and there was no luer adapter issue. There was no reported patient injury.

Event description:
According to the reporter, leakage was observed from the junction of extension tube and bifurcate during disconnection of patient after dialysis session. It was stated that there was no hole and no other defects/damages found on the product where the leak was observed. There was no issue seen on the bifurcate. The clamp was moved periodically. No other products being utilized with the device. Flushing was done successfully prior to use. No damage noted on the device during visual inspection. Catheter was not repaired. Betadine was used to clean the device and it was used as treatment on the insertion site prior to product placement. Tego was not utilized and there was no luer adapter issue. It was stated that there was blood loss of 5 ml but no blood transfusion required. The whole faulty catheter was removed, and a new tunneled cuffed catheter of the same model was inserted on the same day of the event. The treatment/procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.